Manufacturer narrative:
Complaint conclusion: as reported, there was an insect discovered in the sterile packaging on a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter. The device was not used and there were no reported injuries to the patient. A non-sterile unit of ¿aviator plus .014 5.0x30 142cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed at a metallic tray to be inspected. A thorough inspection was performed on the unit observing that there was no presence of any damages or anomalies. The balloon was not inflated. No other outstanding details were noticed. The reported event of ¿packaging/pouch/box-foreign material in sterile package-moveable particle¿ was not confirmed through analysis of the returned device as it was not received with its packaging and there were no images provided of the foreign material. The exact cause of foreign material experienced could not be determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issues experienced, especially since the packaging was not returned with the device and images of the issue were not provided. However, it could be related to shipping/storage factors. According to the instructions for use (IFU), which is not intended as a mitigation, it warns, ¿store in a cool, dark, and dry place. Do not use if inner package is opened or damaged.¿ the IFU also cautions, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure.¿ neither the product analysis, nor the information available for review suggest that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was an insect discovered in the sterile packaging on a 5mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter. The device was not used and there were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.